Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was also reported the rf (radio frequency) head cannot work. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head works with a known good programmer. It is noted the rf head will not work with the returned programmer. Analysis also found the rf head label backing is missing.